Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon evaluation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to a defective corrosion on the j5 pins on the bedside board. The root cause for the corrosion could not be positively identified, but was likely caused by contamination. No adverse events resulted from the damaged battery charger/modem. The last patient to use this battery charger/modem did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, battery charger/modem sn (B)(4) was unable to charge a battery pack. The last patient to use this battery charger/modem did not report any deficiencies.